Event description:
As reported by the (B)(6) field clinical specialist, the tavr case was aborted due to a perclose failure. The pt was treated with a balloon angioplasty. There was no allegation of any (B)(6) device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).